Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. These reports were received from various sources. All four malfunctions were involved patient with no reported consequences. Two patients ranged from 48-77 years of age and one patient weight was 134 lbs. Of the four reported patients, one was male and two were female. All other details of the patients were not provided.

Manufacturer narrative:
H10: of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2020-05357. H10:the lot number was provided for two out of four malfunctions; therefore, lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for three malfunctions. Images are provided and reviewed for two malfunctions. For one of the reported malfunction, catalog number was updated to rf400j. For two malfunctions, the investigations were confirmed for perforation. For one malfunctions, the investigation is inconclusive for perforation. For the remaining one malfunction, malposition of the device (a150202) was added and the investigation is confirmed for perforation; however, the investigation is unconfirmed for filter tilt. Based on the information provided, a definitive root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 5 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 5 reported malfunctions, two medical records was provided, one photo was provided, and no devices were returned to bd for evaluation. Filter limb perforation was confirmed for the first device. Perforation of the ivc was confirmed and filter tilt was unconfirmed for the second device. The investigation is inconclusive for 3 devices as no medical records were provided. Of the 5 malfunctions one had product catalog number changed to rf400j. Based on the information provided, a definitive root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All five malfunctions had no reported patient injury. One patient is a 48 year old male. The second patient is female and 134 lbs; however, all other patient age, weight, gender was not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. These reports were received from various sources. All four malfunctions were involved patient with no reported consequences. One patient is a 48 year old male. The second patient is female and weighs 134 lbs; however,all other patient's age, weight, gender was not provided.

Manufacturer narrative:
H10: of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2020-05357. H10:the lot number was provided for one out of four malfunctions; therefore, a lot history review was performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for two malfunctions. Images are provided and reviewed for one of the four reported malfunctions. For one of the reported malfunction, catalog number was updated to rf400j. Filter limb perforation was confirmed for one malfunction. For 2 of the 4 reported malfunctions, medical records were not provided, and the investigation is inconclusive for the alleged filter perforation as no objective evidence was provided. The remaining malfunction is confirmed for the reported perforation but unconfirmed for filter tilt, therefore 2616 trending device code was removed. Based on the information provided, a definitive root cause has not been determined. The devices were labeled for single use.

Manufacturer narrative:
Of the 5 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 5 reported malfunctions, two medical records were provided. Filter limb perforation was confirmed for the first device. Perforation of the ivc was confirmed and filter tilt was unconfirmed for the second device. Inconclusive were for 3 devices as no medical records were provided. A root cause has not been determined. The devices were labeled for single use. Corporate lot (unknown).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400j. Vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All five events had no reported patient injury. One patient is male, and (B)(6) years old. The second patient is female and (B)(6) lbs.; however, all other patient age, weight, gender was not provided.